Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown when the unit was unplugged. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the batteries (part number 0146-00-0039. The iabp was tested to factory spec. It functioned normally and was returned to the customer. The original batteries were sent to medwatch repair center, new jersey for eval. The tests concluded that the batteries were 3 years old (date code on batteries is february 06, 2009) and did not meet the acceptance criteria of minimum 2 hours run time. In conclusion, the iabp shutdown was attributed to the batteries, that were at the shelf life expectancy. It is stated in the cs300 manual to replace batteries as required. Batteries should be replaced after 100 full discharge cycles, at no more than three (3) years intervals. Internal file: (B)(4).